Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump felt hot to touch and acid was leaking in the battery compartment. The patient did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump possibly overheated. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: battery was not returned with the pump for investigation. Corrosion inside battery compartment. The pump powered on normally and was exercised for 5 hours, no overheating or alarms were duplicated. Pump electrical current draws were tested and found to be within specifications. A keypad leak was found during leak testing. The pump cover was removed to inspect for internal moisture ingress, no further evidence of moisture damage was found.